Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/ pain/ pelvic area') in a 32-year-old female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding and polymenorrhea. Concurrent conditions included multiparous, cesarean section, leg cramps, thrombosis nos, mood swings, menses irregular, uterine bleeding, endocervicitis and adhesion. Concomitant products included levothyroxine sodium (synthroid) from (B)(6)2017 to (B)(6)2018 for hypothyroidism as well as cefazolin (cefazoline) from (B)(6)2013 to (B)(6)2018, colecalciferol (vitamine d3 bon) from (B)(6)2016 to (B)(6)2016, docusate sodium from (B)(6)2013 to (B)(6)2018, famotidine from (B)(6)2013 to (B)(6)2017, fenofibrate from (B)(6)2016 to (B)(6)2017, ibuprofen since (B)(6)2013, iron from (B)(6)2013 to (B)(6)2015 and metformin from (B)(6)2018 to (B)(6)2018. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems: anxiety / mental anguish") and depression ("psychological or psychiatric problems: depression"). On an unknown date, the patient experienced hypothyroidism ("autoimmune disorder type: hypothyroidism"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, hypothyroidism, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, hypothyroidism, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6)2014 she did not underwent essure confirmation test (discrepancy noted in pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: quality safety evaluation of ptc (potential technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/ pain/ pelvic area'), genital haemorrhage ('general abnormal bleeding'), autoimmune hypothyroidism ('autoimmune disorder type: hypothyroidism') and type 2 diabetes mellitus ('type 2 diabetes') in a 32-year-old female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding and polymenorrhea. Concurrent conditions included multiparous, cesarean section, leg cramps, thrombosis nos, mood swings, menses irregular, uterine bleeding, endocervicitis and adhesion. Concomitant products included levothyroxine sodium (synthroid) from (B)(6) 2017 to (B)(6) 2018 for hypothyroidism as well as cefazolin (cefazoline) from (B)(6) 2013 to (B)(6) 2018, colecalciferol (vitamine d3 bon) from (B)(6) 2016 to (B)(6) 2016, docusate sodium from (B)(6) 2013 to (B)(6) 2018, famotidine from (B)(6) 2013 to (B)(6) 2017, fenofibrate from 8-may-2016 to 27-mar-2017, ibuprofen since 1-oct-2013, iron from 3-sep-2013 to (B)(6) 2015 and metformin from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) heavy menstrual bleeding"), anxiety ("psychological or psychiatric problems: anxiety / mental anguish") and depression ("psychological or psychiatric problems: depression/psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune hypothyroidism (seriousness criterion medically significant), type 2 diabetes mellitus (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune hypothyroidism, type 2 diabetes mellitus, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder and urinary tract infection had resolved and the vaginal haemorrhage, anxiety, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune hypothyroidism, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, type 2 diabetes mellitus, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2014 she did not underwent essure confirmation test (discrepancy noted in pfs) discrepancy noted in explant date: (B)(6) 2018, (B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Event : "post procedural complication" added. Urinary problems updated to uti. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/ pain/ pelvic area'), genital haemorrhage ('general abnormal bleeding'), autoimmune hypothyroidism ('autoimmune disorder type: hypothyroidism') and type 2 diabetes mellitus ('type 2 diabetes') in a 32-year-old female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding and polymenorrhea. Concurrent conditions included multiparous, cesarean section, leg cramps, thrombosis nos, mood swings, menses irregular, uterine bleeding, endocervicitis and adhesion. Concomitant products included levothyroxine sodium (synthroid) from (B)(6) 2017 to (B)(6) 2018 for hypothyroidism as well as cefazolin (cefazoline) from (B)(6) 2013 to (B)(6) 2018 , colecalciferol (vitamine d3 bon) from (B)(6) 2016 to (B)(6) 2016, docusate sodium from (B)(6) 2013 to (B)(6) 2018 , famotidine from (B)(6) 2013 to (B)(6) 2017, fenofibrate from (B)(6) 2016 to (B)(6) 2017, ibuprofen since (B)(6) 2013, iron from (B)(6) 2013 to (B)(6) 2015 and metformin from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) heavy menstrual bleeding"), anxiety ("psychological or psychiatric problems: anxiety / mental anguish") and depression ("psychological or psychiatric problems: depression/psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune hypothyroidism (seriousness criterion medically significant), type 2 diabetes mellitus (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune hypothyroidism, type 2 diabetes mellitus, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune hypothyroidism, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, type 2 diabetes mellitus, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2014. She did not underwent essure confirmation test (discrepancy noted in pfs) discrepancy noted in explant date: (B)(6) 2018, (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: new events - abdominal pain, dysmenorrhea (cramping), general abnormal bleeding, type 2 diabetes, bladder/urinary problems were added. Outcome of event pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia, genital haemorrhage, type 2 diabetes, hypothyroidism, bladder/urinary problems were updated as recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/ pain / pelvic area') in a (B)(6) year-old female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding and polymenorrhea. Concurrent conditions included multiparous, cesarean section, leg cramps, clot blood, mood swings, menses irregular, uterine bleeding, endocervicitis and adhesion. Concomitant products included levothyroxine sodium (synthroid) from (B)(6) 2017 to (B)(6) 2018 for hypothyroidism as well as cefazolin (cefazoline) from (B)(6) 2013 to (B)(6) 2018, colecalciferol (vitamine d3 bon) from (B)(6) 2016, docusate sodium from (B)(6) 2013 to (B)(6) 2018, famotidine from (B)(6) 2013 to (B)(6) 2017, fenofibrate from (B)(6) 2016 to (B)(6) 2017, ibuprofen since (B)(6) 2013, iron from (B)(6) 2013 to (B)(6) 2015 and metformin from (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems: anxiety / mental anguish") and depression ("psychological or psychiatric problems: depression"). On an unknown date, the patient experienced hypothyroidism ("autoimmune disorder type: hypothyroidism"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, hypothyroidism, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, hypothyroidism, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2014, she did not underwent essure confirmation test (discrepancy noted in pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 16-aug-2019: pfs and mr was received ¿ events - ¿abnormal bleeding (vaginal), menorrhagia, autoimmune disorder type: hypothyroidism, psychological or psychiatric problems: anxiety , mental anguish, depression¿, new reporter information, concomitant drug, lot number, patient details, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.